Event description:
Boston scientific received information that this patient was in the intensive care unit (ICU) due to an unspecified but non-device related issue. The patient was in slow ventricular tachycardia (vt) and the caller wanted to utilize commanded antitachycardia pacing (atp) to burst the patient out of the vt. However, they were not able to use commanded atp and had to go to programmed electrical stimulation (pes).

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and reviewed the episodes. The caller stated that the pes worked fine and that they just wanted to clarify commanded atp restriction. The issue was resolved by programming therapy on in vt 1 zone, consisting of a single atp sequence. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.